Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and drive support cap was intact. The customer¿s blood glucose level was unknown at the time of the incident. Insulin pump was not been dropped. Customer was advised that to stop the using insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test. No rewind anomaly noted.